Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level was 159 mg/dl. Reportedly, customer reset the pump and issue was resolved.